Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found. The full lead was returned for analysis.

Event description:
It was reported that at implant, the lead could not be remounted on the tunneling tool. Several attempts were made to place the lead through the trochar to the robotic arm and the lead kept falling off the tool. The lead was not used. No patient complications were reported as a result of this event.

Event description:
It was reported that at implant, the lead could not be remounted on the tunneling tool. Several attempts were made to place the lead through the trochar to the robotic arm and the lead kept falling off the tool. The lead was not used. No patient complications were reported as a result of this event.